Event description:
Per information provided: (B)(6) 2002 ¿ patient was diagnosed with incisional hernia thereby underwent repair with implant of unknown mesh. (Note: there is no operative notes provided for this procedure in medical records). (B)(6) 2003 ¿ patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic repair with implant of two composix e/x (device 1 and 2). Per operative notes, ¿dense scar tissue was noted. Three large incisional hernias with encased bowel were noted and dissected. Adhesions were lysed. Two separate meshes (device 1 and 2) was placed covering the entire defect and sutured.¿ (B)(6) 2017 - patient was diagnosed with recurrent incarcerated incisional hernia and enterocutaneous fistula and infected mesh (device 1 and 2) thereby underwent removal of previously placed meshes (device 1 and 2). Per operative notes, ¿intraabdominal adhesions of omentum, small bowel, colon and hard central fistula cluster were dissected. The infected meshes (device 1 and 2) were removed and lower abdominal hernia sac was dissected free of its wall. Thick scar tissue and recurrent ventral incisional hernia was closed with sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard mesh - composix e/x (device 2). An additional supplemental emdr was submitted to represent the bard mesh - composix e/x (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.